Event description:
The customer reported the unit was not displaying an ECG trace when using pads.

Manufacturer narrative:
The customer reported the unit was not displaying an ECG trace when using pads. The unit was evaluated at the customer's site by the hospital biomed. The biomed resolved the reported issue by replacing the therapy pca.